Event description:
The physician's office reported that at the time the patient was admitted to the hospital for the chest pain he was having muscle twitching on both shoulders due to stimulation as assessed by the physician. This was determined after the device was switched off and the patient reported feeling a difference in the spasms. When the patient was referred to the surgeon for evaluation of these issues, the surgeon decided a surgery was needed. No additional information has been received to date.

Event description:
It was reported he patient had a generator replacement. The generator was discarded. No additional information has been received to date.

Event description:
It was reported that while shopping, a patient experienced severe, sharp chest pain that was described as coming and going for 15 minutes, until stimulation was inhibited with the patient magnet. The patient then went to the emergency room and spent four days inpatient due to painful stimulation. During this time, his generator was disabled, and his chest pain disappeared. Once this occurred, the patient had the device re-enabled at lower settings than his original settings. The patient did not complain of discomfort until several hours later, when the chest pain returned. It was noted the chest pain intensified with inspiration and lessened when the patient leaned forward. Chest and lateral x-rays were performed and a loop was noted in the t1/t2 region, which was likely in reference to strain relief loop. The patient left the hospital with his device disabled, no medication changes, and a referral to see a neurosurgeon for vns replacement, revision, or removal. The neurosurgeon who saw the patient opted for a lead revision, as he believed there was likely something wrong with the lead (such as a fracture), despite lead impedance testing within normal limits. No surgical intervention has occurred to date. No additional information has been received to date.